Event description:
Retained fetal scalp electrode to fetal head. Removed surgically without complication. Fse apprently being used to rupture membranes concurrently with fse placement. Two procedures done, using two seperate spiral electrodes; unsure which resulted in retention.